Event description:
It was reported that the customer experienced repeated pairing failures between the ilet and a dexcom g7 sensor during setup and use, with the pump cgm menu showing only ¿start sensor¿ and no active sensor connection; troubleshooting included disconnecting the pump from the body, restarting, toggling bluetooth, and re-pairing, and the user was advised to wait for reconnection and replace the sensor if pairing remained unsuccessful. Symptoms included no reported clinical effects. Outcomes included no reported impact to health, no alarms, and no hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed an unresolved communication failure between the cgm and the ilet without identification of a responsible device, consistent with a sensor pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the issue to the pump or the cgm.